Event description:
Pt complained of getting an electrical shock from the ground electrode when connected or disconnected from her walks. An investigation by technologist found that one of the two miniature isolation amplifier being used had not been modified with a filter to prevent pt shock. Technologist called the MFR and reported the findings and was instructed to send both amplifiers to them to have the problem corrected. A related report was received on 10/14/91 wherein the pt received an electric shock when being reconnected to the system. At the time, an engineer from the co sepculated the cause nay have been a static discharge from a technician to the pt or vice versa (ltr from co dated 10/15/91). The amplifiers and encoders were taken by the engineer for further testing. Their letter states no malfunctions were found. At some period of time between 10/15/91 and 7/14/94, the amplifiers were modified by the MFR by placing two 100uf capacitors across the +and-5 volts supply to remove any differences between the two voltages and ground. Documentation of this modification cannot be located. Apparently, one of the amplifiers currently in use did not receive this modifiation, allowing a voltage potential to exist between the two, permitting a pt shock. The MFR has cautioned users of a possible shock hazard when using multiple amplifiers if proper grounding is not provided. It appears that a similar shock hazard can occur if amplifiers are not modified with 100uf capacitors, as technologist was instructed by MFR to check and see if units had modification installed. When informed one of them did not have capacitors installed, MFR requested both units be returned, which user did. There appears to be several contributing factors to his incident. (1) MFR modified equipment without providing documentation and giving reasons for such. (2) lack of documentation by MFR prohibited proper tracking of modified/unmodified devices. (3) devices involved in an incident have been sent directly to MFR in violation of current hosp policy. (4) service/repairs have been made by MFR reps without leaving service documentation.